Manufacturer narrative:
Patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) was on site and found that the fl3 tarpon amp board could not be adjusted to specifications during preventative maintenance procedures. To resolve the issue the fse replaced the fl3 tarpon amp board. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier: (B)(4).

Event description:
The field service engineer (fse) reported that the fl3 amp board on the customer's fc 500 flow cytometer could not be adjusted to specifications during preventative maintenance procedures. There was no report of death, injury, or change to patient treatment as a result of this event.